Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-03339. It was reported the pt is experiencing heating while charging his scs system. Subsequently, the pt opted out of the charger swap program and wants his scs system explanted. No additional info is available at this time. On 08/01/2012 st jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03339. Additional historical information from the medical chart review identified the following: on (B)(6) 2012 the patient was experiencing increasing pain accompanied with redness at the scs ipg pocket site which resulted in limited range of arm motion. Also, on (B)(6) 2012 the patient suspected scs ipg migration. Additional information is needed to clarify the nature of the patient's issues. Sjm was made aware of the issues on (B)(6) 2015, and the patient's scs system was not evaluated by an sjm representative to verify and/or troubleshoot any of the reported issues prior to explant.